Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event which occurred in canada. Consumer stated that she had two tampons fall apart upon removal. Each tampon was from a different box. She was able to provide the lot number for one of the boxes. This report is for the known lot code. The report number for the unknown lot code is 3003701733-2018-00047. She manually removed pledget and is confident she removed all pieces. She has not sought medical assistance and does not plan to. Consumer was satisfied, no further follow ups are tasked.